Event description:
It was reported that the wake button was not working. The customer has to press the wake button multiple times for a response. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.